Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation a physician removed a mirena (levonorgestrel-releasing intrauterine system). The physician then attempted the ablation and received two unsuccessful cavity integrity assessment (cia) tests. The disposable device was removed and the physician performed a hysteroscopy. A perforation was not confirmed but the physician suspected such occurred. The novasure procedure was aborted. Dilatation was performed prior to the attempted ablation. It is not known when this suspected perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.